Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a fluid leak in the tubing. All components were removed and replaced with a new aus. There were no additional patient complications reported.